Event description:
It was reported that customer experienced issues with pump, including battery running down in less than two days. There was no reported impact to customer¿s blood glucose level. Customer declined transfer to technical support, and no additional information was received regarding any actions taken or resolution of event.